Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. See scanned page.

Event description:
The customer's mother stated that insulin leaked from the tubing and reservoir connection, causing high blood glucose levels. The customer's mother reported a blood glucose reading of 209 mg/dl during the phone call. Nothing further was reported.